Event description:
A confirmed catheter blockage was reported. No pt symptoms were reported. A catheter revision was being performed, the distal portion was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
Result code other: catheter.